Event description:
IV pump was set to infuse 500ml fluid bolus out of 1l bag over 30 min. Pump stopped and room left to other pt. When rn went into room to hang next med, noticed that IV bag was still full.